Event description:
It was reported that during a procedure of the heavily calcified, concentric, narrow, de novo 95% stenosed, distal circumflex artery, after predilatation with non-abbott balloons a 3.0 mm x 28 mm xience prime stent delivery system (sds) was deployed, however, distal to the stent a dissection was noted. A 2.5 mm x 18 mm xience prime sds was attempted to treat the dissection but heavy calcification was noted and the stent could not be advanced to the dissection. It was further noted that the vessel had good blood flow, therefore, no additional attempted treatment was performed for the dissection. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device issue. All available information has been provided

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience prime instructions for use and states that implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.5x20, 18 pantera; guide wire: whisper es; guide catheter: q4 fk 6 fr boston; sheath: 6 fr, 10 cm terumo. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A followup report will be submitted with all additional, relevant information.